Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 02-jun-2020. The most recent information was received on 24-jul-2020. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('unclear abdominal pain') and uterine polyp ('a polyp was removed from the uterine cavity in hysteroscopy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, dysmenorrhoea and heavy periods. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2020, the patient experienced uterine polyp (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), fatigue ("fatigue"), arthralgia ("joint pain"), visual impairment ("impaired vision"), dysmenorrhoea ("menstrual pain"), genital haemorrhage ("bleeding disorders"), coccydynia ("coccyx pain"), feeling abnormal ("brain fog"), memory impairment ("memory impairment") and menstrual disorder ("menstrual problems"). The patient was treated with surgery (a polyp was removed from the uterine cavity in hysteroscopy and in laparoscopy, removal of fallopian tubes and essure l.a). Essure was removed on (B)(6) 2020. In (B)(6) 2020, the uterine polyp outcome was unknown. At the time of the report, the abdominal pain, pelvic pain, fatigue, arthralgia, visual impairment, dysmenorrhoea, genital haemorrhage, coccydynia, feeling abnormal, memory impairment and menstrual disorder outcome was unknown. The reporter considered abdominal pain, arthralgia, fatigue, menstrual disorder and uterine polyp to be unrelated to essure. The reporter considered coccydynia, dysmenorrhoea, feeling abnormal, genital haemorrhage, memory impairment, pelvic pain and visual impairment to be related to essure. The reporter commented: the implants were sent back to bayer after removal. Has follow up been done for 6 or more months following essure removal? No; removal was performed: at the patient¿s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Most recent follow-up information incorporated above includes: on 24-jul-2020: reporter added, abdominal pain, menstrual disorder, fatigue, joint pain, polyp in uterine cavity updated to medical confirmed, abdominal pain , menstrual disorder and polyp in uterine cavity added as event, fatigue, joint pain causality updated (related to unrelated according to follow up), pelvic pain downgraded and abdominal pain added as serious incident. Patient medical history updated, patient initial, date of birth updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: 2020-0983) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('unclear abdominal pain') and uterine polyp ('a polyp was removed from the uterine cavity in hysteroscopy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, dysmenorrhoea and heavy periods. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2020, the patient experienced uterine polyp (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), fatigue ("fatigue"), arthralgia ("joint pain"), visual impairment ("impaired vision"), dysmenorrhoea ("menstrual pain"), genital haemorrhage ("bleeding disorders"), coccydynia ("coccyx pain"), feeling abnormal ("brain fog"), memory impairment ("memory impairment") and menstrual disorder ("menstrual problems"). The patient was treated with surgery (a polyp was removed from the uterine cavity in hysteroscopy and in laparoscopy, removal of fallopian tubes and essure l.a). Essure was removed on (B)(6) 2020. In (B)(6) 2020, the uterine polyp outcome was unknown. At the time of the report, the abdominal pain, pelvic pain, fatigue, arthralgia, visual impairment, dysmenorrhoea, genital haemorrhage, coccydynia, feeling abnormal, memory impairment and menstrual disorder outcome was unknown. The reporter considered abdominal pain, arthralgia, fatigue, menstrual disorder and uterine polyp to be unrelated to essure. The reporter considered coccydynia, dysmenorrhoea, feeling abnormal, genital haemorrhage, memory impairment, pelvic pain and visual impairment to be related to essure. The reporter commented: the implants were sent back to bayer after removal. Has follow up been done for 6 or more months following essure removal? No; removal was performed: at the patient¿s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter added, abdominal pain, menstrual disorder, fatigue, joint pain, polyp in uterine cavity updated to medical confirmed, abdominal pain , menstrual disorder and polyp in uterine cavity added as event, fatigue, joint pain causality updated (related to unrelated according to follow up), pelvic pain downgraded and abdominal pain added as serious incident. Patient medical history updated, patient initial, date of birth updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4) on 02-jun-2020. The most recent information was received on 04-nov-2020. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('unclear abdominal pain') and uterine polypectomy ('a polyp was removed from the uterine cavity in hysteroscopy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, dysmenorrhoea and heavy periods. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2020, the patient underwent uterine polypectomy (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), fatigue ("fatigue"), arthralgia ("joint pain"), visual impairment ("impaired vision"), dysmenorrhoea ("menstrual pain"), genital haemorrhage ("bleeding disorders"), coccydynia ("coccyx pain"), feeling abnormal ("brain fog"), memory impairment ("memory impairment") and menstrual disorder ("menstrual problems"). The patient was treated with surgery (a polyp was removed from the uterine cavity in hysteroscopy and in laparoscopy, removal of fallopian tubes and essure l.a). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, uterine polypectomy, pelvic pain, fatigue, arthralgia, visual impairment, dysmenorrhoea, genital haemorrhage, coccydynia, feeling abnormal, memory impairment and menstrual disorder outcome was unknown. The reporter considered abdominal pain, arthralgia, fatigue, menstrual disorder and uterine polypectomy to be unrelated to essure. The reporter considered coccydynia, dysmenorrhoea, feeling abnormal, genital haemorrhage, memory impairment, pelvic pain and visual impairment to be related to essure. The reporter commented: the implants were sent back to bayer after removal. Has follow up been done for 6 or more months following essure removal? No; removal was performed: at the patient¿s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (valvira, reference number: (B)(4) on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), visual impairment ("impaired vision"), dysmenorrhoea ("menstrual pain"), genital haemorrhage ("bleeding disorders"), coccydynia ("coccyx pain"), feeling abnormal ("brain fog") and memory impairment ("memory impairment"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fatigue, arthralgia, visual impairment, dysmenorrhoea, genital haemorrhage, coccydynia, feeling abnormal and memory impairment outcome was unknown. The reporter considered arthralgia, coccydynia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, memory impairment, pelvic pain and visual impairment to be related to essure. The reporter commented: the implants were sent back to bayer after removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.